Manufacturer narrative:
Per the clinic, it was reported that during the revision surgery, the infection was treated with silver nitrate and granulated tissue was removed. This report is submitted july 9, 2020.

Manufacturer narrative:
This report is submitted on april 15, 2020.

Event description:
Per the clinic, the patient developed an infection, and experienced skin overgrowth at the abutment site. Subsequently the patient had her abutment removed on (B)(6) 2019.